Event description:
It was reported that because the blue lever on the device broke, it was impossible to transfuse the pt with their own blood. Approx 700 ml of blood was discarded. The pt received a transfusion from the blood bank. There were no adverse consequences related to this transfusion.

Manufacturer narrative:
The device will not be returned to the MFR for an investigation.